Event description:
Same cases as MDR ID 2134265-2013-08730, 2134265-2013-09085. It was reported that an automatic pullback failure occurred. The mdu5+ was used in conjunction with an opticross catheter and a sled during percutaneous coronary intervention. During the procedure, the mdu5+ was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications was reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition. The reported problem was not confirmed during the testing of the unit. However, as secondary, the image on the main system monitor appeared very dark. The root cause of the failure is a defective lemo cable. The unit failed the basic functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-08730, 2134265-2013-09085. It was reported that an automatic pullback failure occurred. The mdu5+ was used in conjunction with an opticross catheter and a sled during percutaneous coronary intervention. During the procedure, the mdu5+ was unable to perform auto pullback. The procedure was completed with another with same device. No patient complications was reported and the patients' status is good.